Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, it was reported to animas that the patient allegedly experienced that day a blood glucose greater than or equal to 250mg/dl with nausea, and moderate ketones, associated with an alleged no power issue. Reportedly, the patient discontinued pump therapy, and self treated with insulin via injection. During troubleshooting with customer technical support, it was revealed that the battery cap was able to be secured per the instructions for use. The patient was advised to change to a new battery from a new pack and the pump did not power on. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: the black box showed evidence of an unacknowledged replace battery alarm on (B)(6) 2017 at 23:59. The alarm went unacknowledged until the battery voltage discharged. Deliveries were never resumed. The returned battery cap measurements were within required specifications. No moisture or corrosion was observed in the battery compartment. No damage was found to the returned battery cap. The battery compartment was cracked below the bumper pad. The returned battery cap securely tightened to the pump with no visible yellow o-ring showing. The pump booted up to the verify screen with audible and vibratory features. The pump was exercised for 24 hours using the returned battery cap. No power events were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed an no evidence of internal moisture or damage to the power circuit was found. The unacknowledged replace battery alarm caused the battery to fully discharge and power the pump off.